Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: catalog 442023. Batch no. Unknown. Customer reported a false positive result. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that there was an increase in the incidence of false positive results when using the bd bactec¿ plus aerobic/f culture vials (plastic). Erroneous results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter, translated from italian: (B)(6) (dchu): 10-mar-22 information received per (B)(6): are there instrument cases in smax where an fse has checked the instrument? The fse checked the instruments and no errors or problems were find. Have they received the registration (log) files? No. Have erroneous patient results been reported to healthcare providers? No. If they were reported, have any of the patients been treated based on the erroneous results? No. Can they provide some of the # lots to help with investigations? No. The number of false positives is increased, on all types of bottles, without the involvement of lots in particular, aerobic, anaerobic, fungal and pediatric, after the conversion of the bottles from glass to plastic. The customer has two instruments of the 9000 series. A bacteria 90120 and a 90240 updated to the latest software version. There is no data relating to a particular type of bottle or batch because the situation is sporadic but now much more frequent.